Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of display issues and noted fluid ingression on the main board, fluid residue on the backside liquid crystal display and inside some fixation, corroded screws on the lower case, broken upper and lower cases and a missing button. Due to the liquid ingression the device was to be scrapped.

Event description:
It was reported that although the external pulse generator could be powered on, there was no visible display, the lower screen was not operating and the generator could not be adjusted. The generator has not been returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the product had been returned to service.